Event description:
A customer reported that a known rh negative sample resulted as rh positive on galileo (B)(4).

Manufacturer narrative:
A review of the image result files showed that reactions appeared as reported by the instrument. An immucor field service engineer determined that the reagent probes were contaminated. The reagent probes were replaced. Visibly contaminated reagent vials from the day shift were replaced. There have been no additional occurrences of unexpected reactivity. The instrument is operating according to specifications.